Event description:
A hemodialysis inpatient user facility has reported that during treatment initiation, a blood leak occurred. The machine alarmed and the leak was visually observed. Estimated blood loss was 240 cc's. The pt's blood pressure remained stable and the pt was asymptomatic. A new system was strung and the pt completed their treatment without further issue. There is no other known ill effect to the pt. There is no sample available for evaluation.